Event description:
In 12/2001, the unit was serviced, calibrated then put back to service. The unit was used for approximately 173 hrs when smoke was noticed coming from the unit. The air module was found to be the source of the smoke. No pt injury occurred.